Event description:
The following has been reported: customer to report pump needs serviced and new battery installed. Per fresenius us service depot: "found broken pumping motor bracket. Replaced battery and membrane to complete pm. Replaced pumping motor bracket. Equipment cleaned, post service tested and released for use." Reporting as a conservative measure. No adverse event information reported. More information is needed to complete the investigation.